Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter the customer had a device failed to attach, no harm was caused to the patient and a repeat procedure was performed. No intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the procedure for over 5 years, and was trained by a representative. The vacuum source used was a pump but it is unknown what the vacuum pressure was before the procedure (with and without finger). The vacuum pressure during the placement was 500. No lubricant was used to facilitate the capsule placement. The delivery system and the capsule will be returned. The physician is not clear to what caused the failure to attach.

Manufacturer narrative:
Evaluation summary: it was reported that one bravo ph capsule failed to attach from the delivery device onto the patient's esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined and the delivery system is with damage. Plunger rotated more than 1/8 of a turn. It seems that the product is mishandled. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.